Manufacturer narrative:
It was reported by the patient by new information learned, that they also had lost consciousness and fell into a coma.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path components found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. Investigation of the download data showed that a 0x1c hazard alarm had been generated by the pod, indicating the pod had reached the end of its 80 hour expiration time. This alarm is a safety feature of the device and did not result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was found unconscious in their bed and was transported by ambulance to the hospital, where they were diagnosed with acute metabolic encephalopathy, diabetic ketoacidosis (dka), acute hypernatremia, diabetes melitis with aspiration pneumonitis, neutrophilic leukocytosis, acute kidney injury, esophageal motility disorder, hyperlipidemia, hyperkalemia, lactic acidosis, high anion gap metabolic acidosis, hypophosphatemia and high blood glucose (bg) values that reached close to 1000 mg/dl. For treatment, the patient was given fluids, insulin injections, electrolyte replacement and antibiotic medication. The cannula was reported bent, while wearing the pod between 36 and 48 hours on the arm. The patient was discharged after 1 week.